Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room due to high blood glucose on (B)(6) 2018. The customer¿s blood glucose level was 569 mg/dl at the time of hospitalization. The customer was not in auto mode at the time of the reported incident. The customer mentioned that her sensor would not calibrate resulting in being kicked out of auto mode on her insulin pump. The customer did not allege under delivery and also mentioned that the setting of insulin pump need to be adjusted. The customer was treated with insulin drip. The insulin pump will not be returned for analysis.